Event description:
Caller reported a cgm error, specifically error 42, related to a g7 sensor. Blood glucose level was not adversely impacted as it remained within the normal range. Technical support provided complete information for a pump reset and assisted the caller through the process. The pump did not display the cgm error code again, and the caller successfully started their sensor session.